Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing revealed a defective downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all functional tests.

Event description:
It was reported that the bolus port was not functioning. The event occurred during testing. The device evaluation revealed a downstream occlusion sensor.